Manufacturer narrative:
Additional information: according to the received information from the field, the recipient experienced temporary pain and was not able to hear through the device afterwards. However, based on the limited information received, a root cause cannot be determined yet.

Event description:
The user experienced ear pain approximately in (B)(6) 2020. The pain was present constantly for a week or two and then subsided. The user had the flu in mid january and the significant pain started in late january which led to a visit to the emergency room.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced ear pain approximately in (B)(6) 2020. The pain was present constantly for a week or two and then subsided. The user had the flu in mid (B)(6) and the significant pain started in late (B)(6) which led to a visit to the emergency room. As of (B)(6) 2020, there has been no further information provided by the clinic and there is no time frame of when the surgery will take place.